Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: during investigation, the pump failed to power on. The no power to the pump complaint was duplicated. Corrosion was found in the battery compartment and on the battery cap. A test battery cap was used for testing and powered the pump up. The pump was run for 24 hours and no further power issues occurred. Unrelated to the original complaint, a leak was found in the pump case. The pump was opened to find moisture damage on the printed circuit board. The no power to the pump was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.